Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse found unit was working properly but intermittently would crash needle down through bottom of sample cup after seeing that cup sensor. Fse determined it was an intermittent issue with signal to asm from presence sensor. Fse replaced the asm board, reloaded software, ran controls and 2 racks of patient samples. All results were within acceptable range and specifications. Fse also replaced the sample needle that was bent from crashing through cup. The g8 instrument was performing as expected after repairs. No further action was required from field service. A 13-month complaint history review and service history review for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018 for similar complaints was performed. There were no similar complaints identified during the searched period. The g8 operator's manual under chapter 3: assay operations provide cautionary measures stated below. If the primary tubes are loose on the tosoh rack, adjust the rack's holder to tightly hold the primary tubes. The sampling needle could be bent if the tubes are loose. Insert the primary tubes straight into the racks. If the primary tube is not set straight or its bottom is not fit to the rack, the sampling needle could be bent. If you are using 12mm-14mm diameter primary tubes on a sysmex rack, make sure to attach a rack adapter to avoid the tubes from being too loose in the rack otherwise the sampling needle could be bent. If primary tubes with labels and those without labels are mixed together on the same rack, or when different types of primary tubes from different manufacturers are mixed on the same rack, make sure all the tubes are firmly held in place. If the tubes are excessively loose, prepare racks with different adapter diameters for each primary tube type. In chapter 5: maintenance procedure instructs to replace the sampling needle if it is bent or broken. Section 5.10 provides detailed instruction on how to replace the sampling needle. In chapter 6: troubleshooting, section 6.3 - error messages states, 708 x1-axis error is an operational error. When it occurs, operator is asked to inspect the x1 axis and execute sample loader rotate. The most probable cause of the reported event was due to failure of asm board.

Event description:
On (B)(6) 2018, customer reported the sample needle was crashing through the bottom of the sample cup on the rack during calibration and a quality control (qc) run on the g8 instrument. Technical support specialist (tss) had the customer verify the sample cups were seated correctly and both the tube/cup detection actuator arms were moving freely. Tss then had the customer run a qc sample in a cup and it did not puncture the sample cup this time, but the instrument did get an 708 error code "x-1 error" due to the sample needle not returning fully before the sample rack attempted to move, possibly due to the sample needle now being slightly bent. A field service engineer (fse) will be dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.